Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was received in two pieces; however, due to severe explant damage, the pieces could not be identified. Lead analysis indicated the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Analysis also indicated the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Analysis indicated the inner insulation of the lead was observed to have blood ingression and the outer insulation of the lead was observed to have blood ingression. The analyst noted, the presence of a lead removal wire and severe explant damage prevented electrical continuity testing. Visual continuity inspection was performed for the entire conductor length using destructive testing. The analyst also noted that the lead passed visually and electrically. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a suspected fracture. High thresholds and high impedance were also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.